Event description:
It was reported that during a procedure, a major airway bleed of unspecified amount occurred during final automatic registration. A stent was used to resolve the issue. The physician was unable to complete the superdimension portion of the case, and the entire navigation had to be aborted to stabilize the patient. The physician was using a navigation catheter when the bleed began. The procedure was extended for more than 30 minutes and was completed by other means. The patient had to stay overnight and was able to leave the next day.

Manufacturer narrative:
Additional information: b5, g3, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10. Concomitant products: ils-1000-cs, ils-1000-cs illumisite console (serial (B)(6) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure, a major airway bleed occurred during final automatic registration. A stent was used to resolve the issue. The physician was unable to complete the superdimension portion of the case, and the entire navigation had to be aborted to stabilize the patient. The physician was using a navigation catheter when the bleed began. The case was completed by other means. The patient had to stay overnight and was able to leave the next day.